Event description:
The customer received questionable beta-hcg ii results for two patients on separate days. The analyzer used for testing was a cobas 6000 e601 module, serial number (B)(4). Patient 1, initial beta-hcg ii result was 10,000 iu/l (accompanied by a data flag). The first repeat result was 0.350 iu/l. This result was reported outside the laboratory as <1 (units not provided) and questioned by the laboratory staff since the patient had been previously confirmed as pregnant. The sample was then diluted (1:100) by the analyzer and generated a result of 66,625 iu/l which was consistent with the patient's clinical history. Patient 2, female, tested on (B)(6) 2011 generated an initial beta-hcg ii result of 10,000 iu/l (accompanied by a data flag). The first repeat result was 0.297 iu/l. The second repeat result diluted (1:100) was 112,913 iu/l (accompanied by a data flag). The third repeat result was 10,000 iu/l (accompanied by a data flag). The fourth repeat result diluted (1:100) was 109,553 iu/l (accompanied by a data flag). The fifth repeat result was 10,000 iu/l (accompanied by data flags). The result of 112,913 iu/l was reported to the hospital staff. The same sample for patient 2 was repeated four times on (B)(6) 2011. The initial result was 10,000 iu/l (accompanied by a data flag). The first repeat result diluted (1:100) was 101,286 iu/l. The second repeat result was 10,000 iu/l (accompanied by a data flag). The third repeat result diluted (1:100) was 113,478 iu/l. The patients were not harmed by the events.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause was not identified. A problem with the cobas (B)(4) analyzer and the elecsys beta-hcg ii reagent can be excluded. The calibration and control recovery data are in range and the instrument maintenance has been done. A general sample preparation problem can also be excluded. The sample had sufficient volume, was slightly hemolyzed with a few fibrin clots. No adverse events were reported.